Manufacturer narrative:
One osseotite® tapered certain® implant was returned for inspection and were examined visually by the naked eye. Visual inspection reveals small pieces of bone tissue attachment at the internal and external threads. The collar is slightly cracked and abraded. No lot number was provided therefore no DHR was reviewed. This event was not verifiable with the information provided. No definiative root cause was determined. (B)(4).

Manufacturer narrative:
No lot number was provided/known.

Event description:
The dentist reported that implant migrated into the sinus. A follow up sinus surgery was completed to retrieve the implant. The patient will return for implant replacement.